Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, missing lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump fell and the door was closed which damaged the device. Customer advised the display screen and reservoir chamber were damaged. Customer advised the display screen was half black and that they were unable to determine if the reservoir or infusion set leaked. Customer declined to troubleshoot for partial display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.